Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five trapezoid rx baskets used in the same patient and procedure. It was reported to boston scientific corporation that five trapezoid rx devices were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone. However, the handle cannula detached. The same problem occurred with all four trapezoid rx devices. The procedure was completed with another trapezoid rx basket. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.